Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient developed an infection. The system was explanted. Related manufacturer reference number: 2017865-2019-12464, related manufacturer reference number: 2017865-2019-12466.